Event description:
The customer stated the device displayed a result of 657 mg/dl, no treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.